Event description:
It was reported the patient was having problems with pain in their hip and down their left leg. It was noted the patient¿s implant was on their right side. The pain was ¿nerve pain¿ and it was unknown what was causing the pain. It was stated the pain started on the left side of their buttocks and went down their hip, then down their leg. The patient could feel ¿some kind of electric shock¿ in their left buttocks. It was noted the patient had been on prednisone for a week, but the only thing that would help with the pain was lying flat. As soon as the patient put pressure on their leg, the pain would start. No falls or traumas were noted. Stimulation was turned off for two days and the pain in their left leg did not stop. The patient¿s follow up healthcare provider reportedly did not think the pain was device related. It was added the patient had a colonoscopy two weeks after implant and the pain started after that. The patient also increased stimulation to 2.5v after the colonoscopy. It was noted the patient wanted to see where the lead was. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04v0l, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).